Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-13056. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the patient presented to the clinic. During device interrogation, premature battery depletion was observed. The device was explanted. Patient was fine after the event.